Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal), fortum injection (1gm, once daily, intraperitoneal) and imipenem injection (once daily) for the event. Pd therapy was ongoing. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.